Event description:
The following article was received based on a literature review: article: the relationship between patient satisfaction and visual and optical outcome after bilateral implantation of an extended depth of focus multifocal intraocular lens. A prospective, case-controlled study was done to evaluate patient satisfaction after implantation of the tecnis symfony multifocal intraocular lens (miol). A total of 60 patients (n=120 eyes) with senile cataract were bilaterally implanted with the tecnis symfony zxr00 (johnson and johnson vision, jacksonville, fl). Each patient received, based on the preexisting corneal astigmatism either a toric or a non-toric iol (toric, n=55; non toric, n=65). Patients completed a validated questionnaire about surgery results satisfaction, impairment affecting daily routine and perception of halos at night or dawn and glare. Patients were dichotomized in 2 groups using the median value of the questionnaire result. Those whose average was under the entire cohort's median value were classified as the satisfied group, and those whose value was above the median as unsatisfied group. Among the 60 patients, 28 were classified as ""unsatisfied patients"" based on their subjective dissatisfaction on the following: general satisfaction, reading newspaper, reading medication label, using a computer, driving during the day, driving during the night, cooking, eating, sewing, knitting, watching tv, halos, glare. Among the 60 patients, 87% (out of 32) of ""satisfied"" patients and 75% (out of 25) of ""unsatisfied"" patients needed glasses at least occasionally. 5 eyes needed iol repositioning within the first 2 weeks due to significant residual astigmatism due to axial misalignment. There were no further interventions reported. A copy of the article is provided with this report. A separate report is being submitted for the other lens model.

Manufacturer narrative:
Section a2: mean age 64.7 +- 9.41. Section a3: 19 female and 16 male patients. Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is february 28, 2022. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, as lenses remain implanted. Section h3 - other (81): the implants were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: mihaltz, k.; szegedi, s.; steininger, j.;veronika vecsei-marlovits, p.; the relationship between patient satisfaction and visual and optical outcome after bilateral implantation of an extended depth of focus multifocal intraocular lens; https://doi.org/10.1016/j.aopr.2022.100043. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.